Manufacturer narrative:
(B)(4): the mini usb cable involved with this complaint failed testing. The mini usb cable had defective component. The subject meter and ac adapter was working accordingly. The primary issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.